Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
On an unknown date in year 2011, patient again underwent a discectomy of c5-c6. The patient was implanted with rhbmp-2/acs. Post-op this surgery, patient continued to have pain and sought treatment with a different doctor who ultimately performed a third surgery on patient to correct the damage.